Event description:
The facility did not provide any details regarding this event to the investigator. During the initial call to arjo huntleigh, it was reported that a disposable sling had torn, and there was a pt drop. No injuries were reported.